Event description:
An olympus sales representative (rep) reported that the customer's visera elite ii video system center was not displaying an image during a demonstration. There was no procedure or patient involvement during this event.

Manufacturer narrative:
This event took place during a rep¿s demonstration to the customer. After the issue occurred, the rep attempted several trouble-shooting options, including reviewing and securing the cabling. These were ultimately unsuccessful. The rep then began speaking with logistics about requesting another unit for her demonstration. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as minor cosmetic wear and tear involving scratches to the underside of the scope socket were identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty connection around the printed circuit board. Olympus will continue to monitor field performance for this device.